Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received 2 intermittent altitude alarms while flying in an airplane. The alarm cleared after the customer landed. The customer reloaded the cartridge and resumed insulin delivery. The customer's blood glucose (bg) was 200-300 mg/dl. A correction bolus was delivered to address the bg level.